Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was carefully pulled out and replaced with another of same device to inflate the lesion. Then a stent was placed and the procedure was completed. No patient complications were reported.